Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention the angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
An 8f angio-seal sts plus was selected for use following pci. A pre-deployment angiogram revealed a common femoral artery (cfa) puncture. There was no calcification or stenosis around the puncture site. The level of tortuosity and vessel diameter were unknown. The angio-seal device was assembled properly and deployed without issue. Oozing was observed right after deployment, so manual compression was held for 10 minutes. Hemostasis was confirmed. The following day the patient experienced pain and a weak pedal pulse was present in the lower extremity, consistent with preoperative status. An echo confirmed a foreign object. Surgery was performed to remove the angio-seal device. During surgery, a vessel occlusion was confirmed around the punctured site. The collagen sponge was found to be deposited into the vessel, causing the vessel occlusion. The patient has remained hospitalized. The physician reported that less resistance was felt that normal during deployment and that the collagen felt harder than usual.